Manufacturer narrative:
Device passed all manufacturing acceptance testing and quality inspection.

Event description:
Report came in to envoy complaints that a device had no driver functionality at activation. On (B)(6) 2016 - patient was implanted with the esteem system. Both the sensor and driver were tested during implant and were found to be performing acceptably. The sound processor (sp) was tested and found to be operating acceptably. The device was deactivated and the patient was closed up. On (B)(6) 2016 - patient came in for device activation. Upon activation, it was discovered that the system was not functioning and testing indicated that the driver was not providing any signal to the sound processor a CT was planned to investigate whether the cause was due to the driver lead backing out of the sp, or perhaps the driver lead has lost contact with the anatomy. On (B)(6) 2017 - transmastoid revision was performed. Per the revision report "pre-surgical data suggests an issue with the driver, driver lead, or the sound processor." Therefore, a "step by step approach to isolate each component to evaluate where the problem originates, and any other variables that may be hindering functionality" was planned preoperatively. Upon testing, no issues with the driver were found. The driver passed all capacitance testing. However, sensor testing indicated low capacitance (approximately 50%). The sensor was replaced due to this low capacitance test. There were problems noted with the sound processor (sp), but the sp was replaced as a best practice for any transmastoid revision surgery. Device returned to envoy on 6/13/17. Returned sp passes testing. Sensor pzt is cracked, but cracked pzt does not account for reported symptom of "no functionality". Testing was conducted to try and replicate the symptoms by swapping leads in sp, but this did not reproduce the reported symptom, even when using a sensor with a cracked pzt. No other procedural issues could be imagined to account for the reported issue. Issue could not be reproduced in the laboratory. On (B)(6) 2017 - patient was reactivated and system is working well. Patient is happy with device.